Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) the patient experienced chest pounding. It was noted that the device ventricular fibrillation (vf) detection were programmed off. The crt-d remains in use. It was determined that the pounding was due to the left ventricular (lv) lead exhibiting intermittent diaphragmatic stimulation. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.